Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a esophagogastroduodenoscopy procedure performed in the esophagus on (B)(6) 2013. According to the complainant, they were unable to deploy the bands, during the procedure. Another speedband superview super 7 device was successfully used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.